Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Noise was detected on the fastpath data. Measurements on the device revealed a slight decrease in impedance and inconsistent threshold values. The lead was replaced.